Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the recipient_s hearing perception with the device decreased. Speech was also affected. There is no report of accident or trauma. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing perception with the device has been decreasing. Speech is also affected. There is no report of accident or trauma. Re-implantation is considered.